Event description:
Consumer reported complaint for hi blood glucose test results. The customer is concerned with tests results from result obtained of hi fasting that morning. The customer¿s expected am fasting blood glucose test result is below 190 mg/dl. The customer feels well and did not report any symptoms. Medical attention is not reported as a result of the actual blood glucose results. The product is not stored according to specification (kitchen). The test strip lot manufacturer¿s expiration date is 07/16/2025 and open vial date was not disclosed. The customer did have another vial of test strips that had been stored and handled correctly: lot number zb5521s, manufacturer¿s expiration date is 07/19/2025. During the call, a blood test was performed by the customer fasting and produced test result of 445 mg/dl using true metrix air meter. The customer was not concerned with the result, as she stated she has been running high since her carvedilol had been changed. Customer advised that she has a routine appointment with her doctor tomorrow and will discuss. The meter memory was not reviewed for previous test result history.

Manufacturer narrative:
Internal report reference number: (B)(4). Meter and test strips were not returned for evaluation. Retention testing was performed using test strips from the same lot. Retention strip lot tested within specifications. Most likely underlying root cause: mlc-020: user's test strip had poor storage. Note: manufacturer contacted customer in a follow-up call on 07-may-2024 to ensure that the initial concern was resolved - able to establish contact with customer who stated is comfortable with the glucose readings from the product. Customer requested a vial of test strips due to being told at the initial call to dispose of vial being stored in the kitchen; courtesy vial of test strips was sent to the customer.